Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic for a device change out. Patient was lost to follow-up. When the hv portion of the previous capped lead was connected to the df-1 port on the replacement device, high hv lead impedances were observed. The lead was replaced on (B)(6) 2016.